Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a hardware failure occurred. Tower doors 5, 6, and 7 could not be recovered and required maintenance. The customer attempted to recover the storage space and rebooted the station, but the issue persisted. The customer had to access the medications from another pyxis station which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors 5, 6 and 7 were unable to recover. A field service engineer (fse) found that the station did not recognize the secondary door controller in the double auxiliary tower, replaced the primary door controller, and configured the tower as new, but doors 5-8 still were not recognized. Further fse contacted technical support specialist (tss) for additional support and configuration. Tss applied the knowledge article "hardware error - 1.7 and up - med es tower doors not responding after replacing hardware/drawer reset" to resolve the issue and updated the door keys in the database. Customer confirmed the system functionality. The system functioned as intended after the field service engineer and technical support specialist troubleshot and repaired the device.